Manufacturer narrative:
Product event summary the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant, placement difficulty was encountered. The rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.